Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions, inflammation, and recurrence are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of umbilical hernia. A bard/davol composix e/x, (B)(4), lot number huzd0157 was implanted to repair the hernia defect. (B)(6) 2016: the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had failed, causing adhesions, inflammation and severe discomfort. As reported, unfortunately, the entirety of the mesh could not be removed without causing excessive bleeding and accordingly, the patient still has implanted mesh that may require future treatment. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of umbilical hernia. A bard/davol composix e/x, reference number (B)(4), lot number huzd0157 was implanted to repair the hernia defect. On (B)(6) 2016: the patient had to undergo an additional surgery to remove the composix e/x and re-repair the hernia. As alleged, the composix e/x had failed, causing adhesions, inflammation and severe discomfort. As reported, unfortunately, the entirety of the mesh could not be removed without causing excessive bleeding and accordingly, the patient still has implanted mesh that may require future treatment. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh. Per operative notes, "a composix e/x mesh was placed into the abdominal cavity and tacked into the anterior abdominal wall pulling together the fascia to help with the rectus diastasis." On (B)(6) 2015 to (B)(6) 2016 - during follow up visits patient had abdominal pain in the right upper quadrant. On (B)(6) 2016 - patient was diagnosed with umbilical hernia with obstruction and painful umbilical hernia mesh tacks thereby underwent laparoscopic repair. Per operative notes, "extensive omental adhesions glued to the tacks were taken down. The tacks were on a large abdominal wall mesh. The mesh extended from the xiphoid process to below the umbilicus. Parts of the mesh had not adhered to the abdominal wall. Further examination revealed numerous tacks which had fallen off and grown onto serosal surface of the bowel. The mesh was not removed due to removal of the entire mesh would have caused excessive bleeding and injury to the abdominal wall. The umbilical hernia sac was excised and fascial defect was sutured." Attorney alleges that patient had hernia recurrence, adhesions, pain and emotional injuries. It is also alleged that patient will require future surgeries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions, inflammation, and recurrence are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. H11: this supplemental emdr is submitted to document additional information provided, to correct the event date and explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, obstruction, adhesions, granulation and abdominal pain thereby underwent repair. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.